Event description:
PICC was life line to patient. The catheter was removed in its entirety without any dislodgement to the heart or pulmonary vasculature. The added radiation absorbed dose (rad) exposure was twenty minutes. At twenty minutes physician and team had a small fragment dangling in the femoral vein out of reach surgically. The consequences of the piece embolizing to the heart or more dreadful to the pulmonary vasculate could be huge. The team was close to removing the fragment via ir and physician felt it was the best and safest procedure with more rads. Indeed the decision paid off as the fragment was retrieved. Total rad was twenty-two minutes. More info: l-cath PICC essentially fell apart and required interventional radiology to remove the intra-abdominal intravascular portion of the catheter. Physician had to surgically remove fractured fragments from the leg veins. Pt's vein had created a fibrin sheath around the catheter causing it to be stuck within the vein.